Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with under-sensing of r-waves on their insertable cardiac monitor (icm). Programming changes were made on 8 jul 2021. The patient was in stable condition.